Manufacturer narrative:
(B)(4). Additional information: jaws and empty. The analysis results found that the el5ml device was received inserted into a 5 mm trocar and with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to pull out the el5ml device from the trocar. In addition, the instrument was noted to be empty and locked out. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, after the device had been used several times, the collapsible flanges seem to have become miss-aligned and it got stuck in the trocar. This happened even though the surgeon had no apparent rough handling of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.